Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "physician reported pain, seroma, capsular contracture (baker grade iii)". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported pain, seroma, capsular contracture baker grade iii in the MRI. Capsule thickened, no mass against the device. The device was explanted. Left side.